Event description:
Mentor silicone breast implants - placed after mentor saline implant, ruptured in 2008. Wrong implant (high profile) was placed. Moderate profile exchanged (B)(6) 2010. Itching started immediately in 2008 and then other symptoms started and have continued. Hepatomegaly - of unk origin - liver biopsy with abnormal cells - hashimoto's hypothyroid, lymphocytic colitis, ischemic, colitis.